Manufacturer narrative:
The lens was exchanged for a same length but lower power lens and the problem was resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -11.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, refractive surprise was noticed. The lens remains implanted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. The patient is happy. (B)(4).